Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system on (B)(6) 2005. It was reported on (B)(6) 2009 that the ipg device allegedly exhibited amplitude difficulties. The patient recharged the ipg and put new batteries in her programmer, but this did not remedy the reported issue. The patient's ipg was explanted on (B)(6) 2010. The device was not returned to the manufacturer for analysis. No further information is available.